Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h6, h11. The device was returned to olympus for inspection, and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: lamp switch was activated when switches on the front panel were pressed, dust inside the unit. A root cause could not be identified. Based on the results of the investigation, since the initial malfunction was not confirmed during evaluation, the definitive root cause of the reported issue could not be determined. The most probable cause of the complaint was component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had light source has not working. The issue was found during service/maintenance of the device. There was no patient involvement.